Event description:
It was reported that the fiber cap broke off inside the pt at 69,702 joules into the case during prostate vaporization. The cap was flushed from the bladder and went down the drain. It was reported that the fiber had been cleaned during use, that adequate bladder irrigation had been maintained and that nothing unusual had been observed prior to the fiber failure. The case was completed with a second fiber.